Manufacturer narrative:
H.6.: the lot number was not provided, and the complaint sample was not made available for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the other healthcare professional stating that following lens removal, consumer experienced small corneal ulcer on the left eye (os), it also states that consumer aggressively removed lens the night before, possibly opening corneal epithelium in the process. The consumer was treated with unspecified eye drops. Additionally consumer had discontinued the use of contact lens. The current status of consumer eyes is improving at the time of reporting. Additional info has been requested but not yet received.